Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) a colleague infusion pump in which a faulty lcd was observed. The report stated that there were multiple images across the screen. It is unknown when this event occurred. There was no patient involvement; therefore, there were no reports of patient injury, medical intervention or adverse events associated with this report. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8.11.00.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during service evaluation. The quality engineer has identified a distorted main display as the assignable cause. The main display was replaced to correct the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Should additional information become available, a follow-up medwatch will be submitted.